Event description:
It was reported that the customer experienced low blood glucose readings twice and cracked her head. Customer's blood glucose reading at the time of the hospitalization was 40 mg/dl. It was noted that the customer may have over compensated for a dinner leading to the low blood glucose readings. Customer was hospitalized for five days. Customer also stated that the alarms on the insulin pump were not loud enough. No further information reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.